Event description:
It was reported that the patient experienced two separate episodes of syncope. All measurements and tests were normal; however, it was felt that the pacemaker wasn't pacing properly and loss of capture was observed. The physician elected to replace the pacemaker and ventricular lead (model unknown, was abandoned and remains in the patient). The device was returned to the manufacturer for analysis. A new device and lead were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.